Manufacturer narrative:
Additional information received states the patient could not use the prosthesis due to the mechanical failure. The device issues have been going on for 7 months. No intervention has been scheduled.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders do not inflate. The patient has not been able to use the prosthesis for the last seven months as a result of the malfunction. No intervention has been scheduled yet.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders do not inflate. No intervention has been scheduled yet.